Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 45 mg/dl. The customer stated that he had been experiencing low blood glucose levels for the past two weeks. The customer stated that he had changed the infusion set prior to going to bed, and his mother found him unresponsive. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer mentioned that the buttons have not been responding properly for the past two weeks, and would like the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.